Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "alcl diagnosis". Device was explanted. This record is for the left side.

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2017.

Event description:
Patient representative reported "alcl diagnosis," ¿suffered pain," ¿severe emotional distress, mental anguish¿ and ¿increased risk of developing cancer ¿ loss of enjoyment of life.¿ patient noticed a mass in the left breast and underwent a core biopsy. Patient representative also reported patient experienced ¿severe physical injuries ¿ and other injuries,¿ and ¿suffering, disability, impairment, disfigurement;" these events are not related to the device. Device was explanted along with a capsulectomy and partial mastectomy. This record is for the left side. Cd30+ and alk- have been confirmed. Treatment included several rounds of brentuximab and type of systemic immunotherapy.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.